Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was currently hospitalized due to non-diabetes related issues. Blood glucose level at the time of the call was 430 mg/dl. Customer also reported that paramedics were called and he was recently hospitalized due to a blood glucose level of 400 mg/dl. The customer reported being sick and starting a new steroid medication. Troubleshooting did not show any malfunction of the insulin pump. The device was not replaced or returned for analysis.